Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and pelvicol and mesh were implanted. It was reported that the patient underwent two more gynecological procedures. Monofilament polypropylene was implanted on (B)(6) 2008, and on (B)(6) 2013 sheet mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy. It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2009 due to small bowel obstruction. It was also reported that the patient underwent removal of existing mesh on (B)(6) 2013 due to rectocele and pop. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.